Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on description of event and review of provided imaging. Description of event states "two of the filter legs are hanging outside of the vena cava". CT showed a primary filter leg had perforated aorta and that secondary filter legs were in the renal vein. Furthermore, it is noted that the physician had pulled the device down after it was partially deployed. The limited images demonstrate a celect-pt with two secondary legs extending entirely within the right renal vein and at least one of the left secondary legs perforating through the ivc. There is borderline significant tilt present as well. The orientation of the ivc filter is a direct result of physician error. From a femoral approach, the ivc filter was partially unsheathed, allowing the secondary legs to expand. As clearly described what not to do in the IFU, the deploying physician pulled the ivc filter caudally, allowing the secondary legs to extend into the renal vein and perforate the ivc the. The primary legs do not appear evenly distributed throughout the ivc, although this may be projectional. If the physician would have followed the deployment instructions, this would not have occurred. There is reference to a CT scan in the complaint report, confirming the venogram findings, but the CT images were not made available for review. Consequently, the reported strut making "its way into the aorta" cannot be confirmed. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog #: igtcfs-65-1-fem-celect-pt. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: two of the filter legs are hanging outside of the vena cava. They assume, from images, that they are down in the renal vein. The physician had pulled the device down after it was partially deployed. Retrieval has been requested for the malpositioned filter. The cardiologist wanted to do a CT and identified that a primary strut made its way into the aorta and referred the patient out to uav. The CT scan also confirmed that the secondary struts were in the renal vein. Patient outcome: the filter currently remains in the patient and the patient will require removal of the device. No adverse effects to the patient due to this occurrence were reported.